Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s mother, on approximately (B)(6) 2025 around 10:00 am, the cgm reading was 220 mg/dl and the bg reading was 160 mg/dl. The reporter calibrated the cgm twice for stable blood glucose. Then around 3:00 pm the cgm reading was 230 mg/dl on the g6 app. The reporter did not perform a capillary blood glucose check and injected a correction insulin bolus with a pen. Around 6:00 pm the patient was feeling unwell, loss of alertness, and drowsiness. The mother contacted the fire department; they took a bg reading which was 24 mg/dl and the cgm reading was 80 mg/dl. Oral sugar rehydration was performed by the mother with a g30 pipette and a glass of coke, and the patient was then transported to the emergency room at clavary hospital in grasse. Around 8:00 pm the cgm reading was 230 mg/dl and the bg reading was 140 mg/dl. The patient was kept under observation until 12:30 am (during the night of (B)(6)). At the time of the discharge the cgm was 280 mg/dl and the bg reading was 167 mg/dl. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the reporter treated the patient with insulin. The reported glucose values fall within the c zone of the parkes error grid when paramedics arrived. The reported glucose values fall within the b zone of the parkes error grid when paramedics provided treatment. The reported glucose values fall within the b zone of the parkes error grid at the time of discharge. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.